Event description:
This incident was initially reported under 9614392-2023-00033 (B)(6) 2023, as viral epithelial ocular herpetic keratitis. It was reported in an abundance of caution due to the unknown size, location, or severity of the associated epithelial defect. Additional medical information was received on november 13, 2023, indicating that the lesion was temporal and outside of the central zone. Per information received from the treating physician, the incident did not result in any permanent injury nor were medical interventions or medications required to prevent or preclude permanent impairment of the eye function or structure. Based on the information received, the manufacturer finds that this no longer meets the criteria of a reportable adverse event. Medical information received after the date of this report will be reviewed and a follow-up report submitted as appropriate.

Manufacturer narrative:
Additional medical information was received, this no longer meets the criteria of a reportable adverse event. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was reported to the manufacturer by the user's location of purchase as reported to them by the patient. It is reported that the patient received treatment symptoms of redness and eye pain at (B)(6) hospital, emergency department where they were seen 22 july, 21 august, and 23 august. Medical information received indicates the patient was diagnosed with viral epithelial ocular herpetic keratitis. The patient was prescribed zelatrex (valaciclovir) and an unspecified medication. The patient was seen 21 august for follow-up, the treating physician reports 20/20 vision with some discharge and lower peri-limbic infiltrates. On 23 august the patient was prescribed softacort, hydrocortisone sodium phosphate drops, one drop to be instilled three times a day for five days. As of the date of this report no additional medical information has been received and no device returned to the manufacturer for analysis. Should further information become available, a follow-up report will be submitted.

Manufacturer narrative:
(H3) no device sample was returned for manufacturer analysis, a review of the device lot history found no issues or non-conformances and no trends were identified. No root cause could be established. The relationship between the coopervision device and the event is unconfirmed.